Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot p4h1010); sigphandle sig power sigphandle handle (serial unknown); sigpshell sig power sigpshell control shell (lot unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic colon resection, during opening and closing outside the body at the time of intestinal resection, after re-closing the device, the device did not open anymore. A new reload was used to resolve the issue. There was no patient injury.